Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) failure analysis engineer (fae). Following information was provided : the image was consistent with having a frayed grip cable. The 8mm tip-up fenestrated grasper instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument was observed to be damaged. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer stated that instrument cable did not appear to be damaged. The movement on jaws was not limited. A back-up instrument was not used. An image was provided for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable.